Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient was using their patient programmer and saw a power on reset (por). It was reported that they may have been emi related to the issue, the patient had just had unrelated surgery the week prior. No patient symptoms were reported. They were redirected to their healthcare provider to address the reported issue. No further complications were reported or anticipated.